Event description:
According to the op report this valve was explanted due to thrombus. Intraoperatively, the left atrium was opened and there was no evidence of thrombus formation on the atrial side. The valve appeared to be normal, however, the underside of the valve could not be visualized. What had previously appeared to be moving vegetation was actually calcium on the base of the papillary muscle. This was debrided and a 31mj-501 was implanted. The pt was brought to the intensive care unit in satisfactory condition.